Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call blank display. Customer advised the display screen was white, blank, flashes all the time and impossible to stop. Customer advised they also have an audio/beep anomaly on the device. Customer advised they switch the device on and off and the audio anomaly does not stop. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A flashing white blank display with audio alarm due to cracked lcd controller. No cosmetic damage noted on lcd board.